Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery. The customer's blood glucose was not known. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was using the sensor feature on the insulin pump. She was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer also stated that the insulin pump would not turn on after a battery change, but did not wish to troubleshoot the issue. Nothing further was reported.

Manufacturer narrative:
It was unable to prime during prime test due to faulty force sensor. Motor tested outside device and passed, no motor error alarm noted. No blank display anomaly noted. Unit had minor scratches on the display window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, belt clip slot, battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.